Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had unresponsive button due to an unlocked keypad connector. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump had intermittently responsive buttons. The device was not dropped or exposed to moisture. The customer's blood glucose was 115 mg/dl. The discontinuation of the device was advised. Nothing further was reported.